Event description:
(B)(4). Bloating, back pain, pain in my right ovary, cysts, fibroids in my uterus, migraines, weakness, forgetfulness, pain during sex, heavy periods, prolonged clot looking periods, and the worst cramps I've ever experienced (worse then labor sometimes).